Event description:
Customer reportedly received results of 217 mg/dl on her advantage system (meter, strip lot number 522754, expiration date 09/30/2007) and 599 mg/dl on a professional's meter within 10 minutes. The discrepant results were obtained at the hospital. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the advantage test strips.